Manufacturer narrative:
The customer information and initial reporter's last name, phone and address were not provided.

Event description:
An hcp stated they ran a blood glucose test on the customer's contour next ez and received a reading of 312mg/dl, retested on the contour meter and the reading was 145mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate declined to troubleshoot the system. Product was not replaced.